Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump had multiple issues. The customer noted the insulin pump had a closed circle on the device and it stopped delivering insulin. The device had a high pitch tone and the pump went into suspend mode. The device had an error message that the sensor had an issues during the warm up phase. Customer was attempted to change out the sensor when the buttons stop responding. Troubleshooting was performed on the insulin pump. Customer confirmed that the time was advancing on the insulin pump. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Unit received with frozen display anomaly with watchdog anomaly during time/date input due to moisture damage on  all electronic assemblies. Unable to perform self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test, the stop (idle) current test and the run current test due to frozen screen. Unable to verify intermittent button response due to frozen screen anomaly. No damage to keypad traces and connector on lcd board was not unlocked during visual inspection. Unit received with minor scratches on lcd window,  cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and moisture damage on motor home switch.